Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds and failure to capture. The patient advised they had been experiencing dizziness. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2007 (B)(6). (B)(4).